Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A healthcare professional reported that the cutter stopped working during a surgical procedure. The system started making a loud sound. The case was not able to be completed and the surgeon will bring the patient back to the operating room to complete it on another day.

Manufacturer narrative:
The system was examined and the reported loose components were confirmed and the pneumatics module was replaced. The module was returned to address the issue. The cause of the reported ¿poor cutting,¿ can be attributed to the vitrectomy valve cable. The cause of the loud noise was found to be from an air leak due to a dislodged plug. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 22, 2013. Based on qa assessment, the product met specifications at the time of release. A pneumatics module was received for evaluation. A visual assessment of the returned sample showed no obvious abnormality. The system was connected to a calibrated system. When evaluating the vitrectomy function, a loud noise was heard from the module. In addition, the measured output of the cutter did not meet specifications. When the module was opened a brass plug was found dislodged in the module. After reattaching the plug into the manifold high speed adapter, the loud noise was resolved. The root cause of the reported ¿no cutting¿ can be attributed to the nonconforming vit valve cable. However, how or when the valve became nonconforming cannot be determined conclusively. The root cause of the reported ¿loud noise¿ can be attributed to an air leak caused by a dislodged plug from the high speed adapter. However, how or when the plug became dislodged cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported loose components were confirmed and the pneumatics module was replaced. The module was returned to address the issue. The cause of the reported ¿poor cutting,¿ can be attributed to the vitrectomy valve cable. The cause of the loud noise was found to be from an air leak due to a dislodged plug. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 22, 2013. Based on qa assessment, the product met specifications at the time of release. A pneumatics module was received for evaluation. A visual assessment of the returned sample showed no obvious abnormality. The system was connected to a calibrated system. When evaluating the vitrectomy function, a loud noise was heard from the module. In addition, the measured output of the cutter did not meet specifications. When the module was opened a brass plug was found dislodged in the module. After reattaching the plug into the manifold high speed adapter, the loud noise was resolved. The root cause of the reported ¿no cutting¿ can be attributed to the nonconforming vit valve cable. However, how or when the valve became nonconforming cannot be determined conclusively. The root cause of the reported ¿loud noise¿ can be attributed to an air leak caused by a dislodged plug from the high speed adapter. However, how or when the plug became dislodged cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).